Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient never had any therapeutic effect. The pump had been empty for 2 months and the patient¿s family wanted to turn the pump off. The device system was used to deliver baclofen 500mcg/ml at 199.91mcg/day. It was later clarified that the patient's pump was chosen to be not refilled because the patient never had therapeutic effect. It was later reported that the patient¿s family was not compliant with the medication. An explant was pending. The patient outcome was reported as ¿no injury¿.